Manufacturer narrative:
The device remains implanted in the patient. Therefore an evaluation of the device performance is not possible. A review of the manufacturing records was not possible as a lot number was not provided.

Event description:
It was reported to medtronic neurosurgery by the patient that she has been having severe pelvic pain ever since the shunt was implanted on (B)(6) 2011. She said that her neurosurgeon has said nothing is wrong with the shunt and does not believe her claims of pain. She was referred to a gastroenterologist who said she had gastric enteritis in her stomach but did not mention anything about her pelvic pain. She also reported that a radiologist said her peritoneal catheter looked too long in x-rays. The patient said that she has chiari disease.